Event description:
It was reported that the electrogram indicated a loss of capture on the patient's right ventricular (rv) lead. It was further reported that the rv lead exhibited increased and high pacing thresholds. The rv lead was determined to have dislodged, and was subsequently removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.